Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment. A new software update was required to solve errors. The stylus was bent and not working. Stylus replaced. Electrocardiogram (ECG) connector and handle replaced. Passed electrical safety test. Passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after installing a software update, a black screen appeared with a message: 'severe programming error', with an error code. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.